Event description:
The customer reported that the system failed to power up and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The single board computer (sbc) assembly was evaluated and replaced. The cmos settings were also reset as part of the service event. The system was tested and found to be working as intended and returned to service.